Event description:
Physician was attempting to use one sprinter legend balloon to pre-dilate a lesion but the device ruptured. Physician then used another device to pre-dilate the lesion. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause could not be determined). (No results available since no evaluation performed) ¿ device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (no details available regarded the cause of the balloon burst). (B)(4).